Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a break occurred. The target lesion was located in the right coronary artery (rca). During procedure rotational atherectomy, balloon and stent placement were performed. During withdrawal of the guidezilla extension catheter the collar tip was detached from hypotube. The entire guidezilla was removed from the vessel. No patient complications were reported.